Event description:
A customer contacted beckman coulter inc (bec) reporting that approximately 30 - 35 ml of clenz leaked outside of the coulter hmx autoloader analyzer and onto the counter. The operator wore gloves and a lab coat at the time of the incident. The operator reported that there was no exposure to open wounds or mucous membranes and medical attention was not sought. There was no impact to patient results.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) /2012 and found that the fluid leak was located near the pinch valve (pv40). The fse observed that the pinch valve tubing was cut. The fse replaced the tubing, which resolved the leak issue. Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).